Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 417 mg/dl at the time of the incident. Customer stated other blood glucose value was 250 mg/dl. Customer was treated with insulin pump and manual injection. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.